Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 07/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer is comparing true metrix meter to an "I pro 2" device installed into her body by her doctor. Customer states that she does not have a normal range because her diabetes has not yet been controlled. The expected range given to her by her doctor is 80-100 mg/dl upon waking up in the morning fasting. Her doctor would like her between 120-140mg/dl 2 hours after eating throughout the day. Customer states that with the I pro 2, her doctor can log into a computer and monitor her blood glucose by having it test her blood sugar periodically an on command. Customer stated that when she turned in her results to her doctor, he stated that the true metrix is not reading properly. Customer stated that her true metrix gave a result of 124mg/dl fasting. While preforming that glucose test with her meter, the doctor had the I pro 2 preform a test simultaneously and the result was 54mg/dl on (B)(6) 2016. Customer states that the meter's results have been much higher when compared to the I pro 2 and she is concerned because she is insulin dependent. Customer also states that she obtained an a1c result of 12.5.